Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to remove the excess skin due to skin overgrowth at the abutment site and was subsequently treated with topical antibiotics (duration not reported).

Manufacturer narrative:
Correction: h10 - date report submitted in the initial report should have been (B)(6) 2021. This report is submitted on sep 30, 2021.